Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that some irregular external force is applied to the lead pins, and the lead pin connection may have been damaged or shorted. It is assumed that the emergency light failed to turn on. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: the customer reported to olympus that the issue was found during a diagnostic procedure of bladder examination. The procedure was completed without delay and there were no reports of patient harm. The device was inspected before use.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned to olympus the visera elite xenon light source, with the error code e207 (emergency lamp failure), that was displayed due to emergency light failure. The event was unknown. The procedure was unknown. There were no reports of patient or user harm associated with this event.